Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted and rescheduled. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfiles onsite and found that the stand power was not available. The fse replaced the amc triple servo drive, and the single-phase distribution unit sp. Log file analysis confirmed the loss of power as multiple geometry motor issues were identified. Part failure analysis was performed on the returned parts; however, no failures were found. After the replacement of the amc triple servo drive and the single-phase distribution unit sp, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized movements of the c-arm were not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.